Manufacturer narrative:
The insulin pump had motor error alarms during rewind due to a corroded motor home switch. Unable to perform functional test including displacement, prime, basic occlusion, occlusion, and no delivery tests due to motor error alarms during rewind. The device had a broken belt clip slot, cracked battery tube threads, and scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. Blood glucose at the time of the alarm was 10.4 mmol/l. Blood glucose at the time of hospitalization was 17 mmol/l. The customer had a motor error alarm when she tried to rewind the pump. The customer was hospitalized because of high blood glucose levels and ketones. She believes her insulin pump's motor error alarm caused her to end up at the hospital. Troubleshooting was not able to resolve the issue. The device was returned for analysis.